Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The patient's medical history includes pulmonary disease, cardiac disease, cerebrovascular disease, diabetes, high blood pressure and multiple open abdominal surgeries. The aneurysm was successfully excluded. On (B)(6) 2009, one month follow-up computed tomography scan indicated no abnormality. On (B)(6) 2010, follow-up computed tomography scan indicated no abnormality. On (B)(6) 2010, the patient presented to the hospital with back pain and high fever. A diagnosis of sepsis due to the infection of the excluder device was made, which was confirmed with a blood test and computed tomography scan. To treat the infection, the percutaneous drainage was performed. The physician recommended conversion to open repair, but was not able to obtain consent from the patient's family. The patient was treated conservatively. The patient expired on (B)(6) 2010. The cause of death was sepsis.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.